Event description:
During a transfer using a medcare lift n' weigh with the assistance of one cna, a resident was dropped. The resident fell with her legs out in front of her and landed on her bottom. The resident did not complain of pain. The resident was acting differently and did not want to sit in her chair or sit up in bed. The resident was taken to the emergency room for x-rays, the results came back negative. The resident has been steadily improving. The reason for the incident is the hanger bar bolt came out of the load cell causing the resident to drop. The facility went back the load cell/hanger bar assembly back to medcare for further investigation. The investigation showed that the cotter pin had been sheared as fragments could be seen in the pin hole. Also, red loctite was present which shows us that the load cell had been properly assembled.

Manufacturer narrative:
We at medcare, are unsure how the cotter pin was able to shear as it did. We are attempting to duplicate the scenario in house. So far we have been unsuccessful.